Manufacturer narrative:
(B)(4). Baxter received the device and an evaluation is in progress. When the evaluation is completed a supplemental report will be submitted.

Event description:
It was reported that a pump has a system error 322 in the history log. Any pt involvement, injury or medical intervention is unk.